Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's vibrate feature on the insulin pump is not working as design. The customer set up the insulin pump; switch to vibrate mode and didn't work. The customer stated the insulin pump did not vibrate during vibrate test. Advised customer the insulin pump will need to be replaced and revert to back up plan. The customer's blood glucose was unknown.